Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 5 months after the dental implant was installed in intraoral region 11#, its non-osseointegration was observed. Moreover, 30ncm of primary stability was achieved. The patient presented insufficient bone quantity/quality (bone type iii). Immediate implant procedure was not performed; there were biomechanical overload, fenestration and a bone graft was placed.